Manufacturer narrative:
Failure analysis found intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus and programming their carbohydrates. Customer's blood glucose was 70 mg/dl. The customer treated their blood glucose with food. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.